Event description:
It was originally reported that the patient had a lack of therapeutic effect. The device was not controlling the patient's symptoms. The device was protruding out - the patient experienced pain while sitting due to the location of the device. The patient was at home. The healthcare provided confirmed that the patient experienced pain. The patient's device stopped working after being hit in her back by a shopping cart. Her neurostimulator and lead was explanted. No surgical complications were reported.